Event description:
Pt experienced severe tenderness and pain at site of previous surgery - 11/93 patella, femoral and tibial implant. Surgery on 8/14/96 reduced diameter of knee cap, replaced patella from original surgery, and removed synovial tissue. Synovial tissue was dark. Dr was concerned as to cause. Was there any abrasive wear of femoral component.

Manufacturer narrative:
Conclusion statement. Unable to confirm complaint. Device history record documents device is within specifications.